Event description:
Premature battery depletion was suspected. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The device was received in normal working condition, with battery voltage at above elective replacement indicator (eri) level. Device image data indicated the device¿s battery voltage was above eri the entire implant duration. Electrical and mechanical tests indicated the device exhibited normal functionality. The reported event of battery depletion was not confirmed.